Manufacturer narrative:
The real intelligence 6 mm cylindrical bur, part number rob10036, lot number 51063086, used for treatment was not returned for evaluation. A video was provided. The reported problem was confirmed with a visual inspection. A visual inspection of the video and images was conducted and confirmed a piece of the bur broke off. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The most likely cause of this event is associated with mechanical failure of the drill locking mechanism. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during a cori-assisted tka, while tibial burr, the real intelligence 6 mm cylindrical bur stopped spinning and got free from the real intelligence robotic drill. The femur cut was fine. The affected drill did not accept a new burr, and visually the initial burr end tip connection fractured got stuck into it. Surgery was performed after a non-significant delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).